Manufacturer narrative:
Product analysis: freezing behavior was unable to be reproduced. However, system errors were found in the device log. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was freezing. It was noted that troubleshooting was performed, but the issue persisted. It was further reported that the programmer exhibited sluggish boot times. The programmer was returned for service. There was no patient involvement.